Event description:
Technician removing stopper cut their finger. Details on whether there was blood exposure or treatment is unknown at this time. Several follow-up attempts to get info from lab. Have been made.